Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) issued a red alert in the remote monitoring system for a high, out-of-range shock impedance measurement of 125 ohms. Technical services reviewed the available device data and found the shock impedance measurements had been variable, ranging from 80 and 150 ohms. Lead integrity testing was recommended, and also performing a 1.1 joule and maximum energy shock test the system. Technical services also noted the device had stored two non-sustained ventricular tachycardia (vt) episodes back in (B)(6) 2019 showing noise on the right atrial (ra) and right ventricular (rv) leads that was consistent with electro-cautery. It could not be determined if the patient had undergone any procedures on that date. The field representative confirmed the patient was seen in the clinic for troubleshooting. No noise could be reproduced with patient movements. A 1.1 joule shock was delivered, with a result of 89 ohms and a 41 joule shock was 93 ohms. The physician elected to continue monitoring the patient and device in the remote monitoring system. Device remains in service. No adverse patient effects were reported.